Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6)2014 the patient experienced a hardware failure. Patient attempted to reset the receiver and it resolved the issue. Patient did not report any injury or medical intervention.